Manufacturer narrative:
Batch review performed on 14 march 2022 lot 142492: (B)(4) items manufactured and released on 16-jun-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2018.

Event description:
The patient came in reporting pain and post-op x-rays showed that the screw backed out from the poly. The surgeon removed the screw and revised the poly 6 years and 10 months after primary. The surgery was completed successfully. It is unknown if the surgeon used a torque-limiting screwdriver during the primary.